Event description:
A medtronic representative reported that, while in a cranial procedure, axiem cranial application became unresponsive. The mouse continued to move along the screen but the user was unable to highlight or select anything on the screen. A navigation system re-boot restored normal function and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement computer shipped to site (B)(4) 2014. On (B)(4) 2014 a medtronic representative, following-up at the site, reported that replacing the computer resolved the issue. Requested old computer be sent back for investigation. No further issues. Suspect computer has not been returned to manufacturer for analysis. Suspect part not returned.

Manufacturer narrative:
Patient information provided. The suspect computer was returned for analysis. Findings are as follows: sr manager error noted during boot up. System continues to login screen. Cannot launch software applications due to error. Able to login to administrator gui, no ram or hdd errors reported. Operating system determined corrupt. Software log files were harvested from the suspect computer and analyzed. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.